Event description:
It was reported that the customer was experiencing difficulty in charging the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.